Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for multiple patients on cobas 8000 e 801 module serial number (B)(4). Of the data provided, there were discrepant troponin t results between the old and new reagent versions for 3 patients. This medwatch will cover information for troponin t hs reagent catalog number 07028075190. Refer to medwatch with patient identifier (B)(6) for information on troponin t hs v2 reagent catalog number 0846987319. Refer to the attachment to the medwatch for all patient data. No discrepant results were reported outside of the laboratory.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.